Event description:
It was reported that while the stimulation was turned on the stimulator had been acting up in regard to what mode it was switching to and how long it was taking to switch into the next mode when the patient changed positions. The issue was regarding the adaptive stimulation. The patient only noticed the issues when they were getting out of the care and started walking, they had to stop and hold onto the car for a minute before stimulation stopped stimulating too much. Once they transitioned into another position, it was taking at least 13 seconds for transition to actually take place. Laying down/side stimulation was more powerful than standing stimulation. The patient used programs 1 and 2 for during the day and 3 and 4 for night time. When the patient was upright, adaptive stimulation was transitioning to 3 and 4 instead of 1 and 2. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 39565-65, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. Product ID 37744, serial# (B)(4), product type: programmer, patient. (B)(4).